Manufacturer narrative:
Philips service reattached the ceiling radiation shield cover. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the c-arm cover screen fell off during use on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.